Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Malposition: unable to observe, since it is a medical event. And is not related to the device. Deformation: no observed crease/ folding of implant: no observed. Wrinkling of the skin: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: particle was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side intracapsular rupture. Silicone perspiration, waves, folds, rotation. And capsular contracture, baker grade I, "breasts shape and suppleness are normal". The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1:. Phone number continued: (B)(6); e1:. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, wrinkling, malposition, capsular contracture, baker grade I.

Event description:
Healthcare professional reported, left side intracapsular rupture, silicone perspiration, waves, folds, rotation. And capsular contracture, baker grade I. "Breasts shape and suppleness are normal". The device has been explanted and replaced with non-allergan device.